Event description:
The customer reported that the pump was programmed to infuse 402 ml over 60 minutes. At the end of 60 minutes the pump alarmed that the infusion was complete, however only 196 ml of the programmed 402 ml bolus was given to the patient. The nurse noticed that the medication bag also confirmed that only approximately 200 ml had been administered. There was no harm to the patient.

Manufacturer narrative:
The customer¿s report of fluid remaining when infusion completed was not confirmed. Log analysis for pump module sn (B)(4) around the reported event date and time shows that the pcu was powered on (B)(6) 2015 11:12am with the source device attached as channel a. At 11:13am, 0.9% normal saline was programmed to infuse at a rate of 402ml/h and a vtbi of 402ml. The primary volume infused was listed as 0ml. In one hour, the infusion completed as expected. The root cause of the customer¿s report was not identified. No device was returned for this investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.